Manufacturer narrative:
D6; device returned with no lot identification.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device was empty. There was no pt consequence.